Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the lead and cleaning the helix , the helix was able to extend and retract by applying torque directly to the inner coil. The measured full helix extension length was within specification.

Event description:
During the initial implant procedure, the right atrial (ra) lead became dislodged. Multiple repositioning attempts were made, however, the ra lead continued to dislodge and lead placement was unsuccessful. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.